Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device depleting pad-paks

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 1st april 2014. Corrosion on the membrane tail, due to suspected storage outside of the indicated conditions. The device was returned with a reported fault of depleting pad-paks. The multiple manual power ups of mainly ten-minutes duration would indicate the device was switching on automatically. The fault was traced back to corrosion on track 13 of the membrane tail. The corrosion lead to multiple manual power ups of ten-minutes duration recorded in the history log and would have resulted in the depletion of an installed pad-pak. The faults could not be replicated with the corrosion cleared. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. This corrosion had also resulted in an 18v short between track 13 and track 14 resulting in an 18v overvoltage and damage to the microprocessor. Information from the technical log shows the device entered CPR advisor mode on the 17th march 2018, this would indicate the microprocessor (u25) became damaged on this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Device depleting pad-paks.